Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 247 mg/dl. The customer stated tried using arrows and they kept scrolling. The customer stated that their is no significant events leading to the alarms. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer reported that he had high blood glucose but not hospitalized. Customer's blood glucose was 247 mg/dl. The customer was offered to troubleshoot but doesn't have time.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to moisture damage on the force sensor resistor. Also, received with intermittent up arrow button due to corroded keypad trace. Unable to perform excessive no delivery test and occlusion test due to prime fill anomaly. No scrolling screen noted. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.